Event description:
Dr reported that the experienced great difficulty in positioning sca intro-ducer in pt due to excessive scar tissue. When introducer was inserted and proceedure completed, the dr forcibly removed introducer which caused it to stretch and eventually break leaving a 1-1/2 inch section in pt.